Event description:
Paramedics reported observing, intermittent railing artifact when monitoring a pt through a 3 lead pt cable attached to the device. The reporter stated that there were no adverse affects on pt treatment as a result of the observation.